Event description:
The customer reported via the territory sales manager that the clear plastic component that is mount pushed on the end of the stem and the stem holder was missing. The customer reported that this was identified during surgery but a replacement device was immediately available.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Corrected data: manufacturing date. An event regarding missing spigot involving an exeter stem was reported. The event was not confirmed. Device evaluation was not performed as the device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. No similar reported events for the subject lot code. The investigation concluded that the root cause of this event could not be determined based on the information provided. The complaint description indicates that the spigot was not present as this is the plastic component on the stem that the stem introducer connects to. The event could not be confirmed as the sales rep was not present when the package was opened and the device was not returned in its packaging for evaluation. No further investigation for this event is possible at this time.

Event description:
The customer reported via the territory sales manager that the clear plastic component that is mount pushed on the end of the stem and the stem holder was missing. The customer reported that this was identified during surgery but a replacement device was immediately available.